Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the monitor was blank. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.